Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received. As reported, a 6f/7f mynxgrip vascular closure device (vcd) was missing the advancer tube. Manual pressure was held for the remaining time for hemostasis. There was no reported patient injury. The procedure was a standard diagnostic left heart catheterization. The device was stored and prepped according to the IFU. The deployer was certified in the use of the mynx device. The device was used with a 6f 10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with the stopcock opened. The syringe was returned attached to the device. The advancer tube was returned attached to the device in its manufactured position, along with the procedural sheath located on the received device. The condition of the returned device likely indicates that the device was deployed as the sealant was not returned in its manufactured position attached to the device. No visual damages or anomalies were observed. Per functional analysis, the advancer tube deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems during the device¿s deployment mechanism could be confirmed as this could be actioned as expected when advancing the advancement tube as the shuttle was pushed forward. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found in its manufactured position. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors (such as an incomplete engagement of the advancer tube) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position and it performed as intended during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was missing the advancer tube. Manual pressure was held for the remaining time for hemostasis. There was no reported patient injury. The procedure was a standard diagnostic left heart catheterization. The device was stored and prepped according to the IFU. The deployer was certified in the use of the mynx device. The device was used with a 6f10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.